Manufacturer narrative:
The insulin pump passed the prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. All buttons functioned properly. There was no damage in keypad assembly noted. Inspected j2 on lcd connector and no unlocked connector noted. The insulin pump was received with cracked case at display window corner, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer was advised that in order to troubleshoot the ri insulin pump, set and reservoir we may request that they change set and or reservoir. We are unable to finish troubleshooting of the no delivery because keypad anomaly. The customer stated that the keys are not responding when she hits the act button. The customer was asked if he recalls any significant events leading to the keypad issues and he said the he dropped it. The customer advised that we will replaced the insulin pump. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.